Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device low priority alarm message: "autozero problem with internal pressure sensor" message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. This investigation is ongoing.

Manufacturer narrative:
The diagnostic report was reviewed and it showed an error code dated 12jan2026: "1108 (post) check vent: machine pressure sensor auto zero failed." The problem occurred immediately upon power-up. It was recommended that the ribbon cable connection between the motor controller (mc) printed circuit board assembly (pcba) and data acquisition (da) pcba be checked, which the customer will perform. The customer informed that the fault has not recurred. No further intervention is required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.